Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at the site. In this event, a carotid stent was deployed prior to solitaire device use. Per solitaire 2 revascularization device idu: solitaire is contraindicated in patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire¿2 revascularization device. Additionally, the solitaire device was used with a microcatheter with and inner diameter of 0.025 inches which is incompatible for use with this solitaire device. Furthermore, it appears from the medical report that the proximal marker on the mt device was not covered by the microcatheter during the retrieval. Per the instructions for use: solitaire 2 revascularization device sfr2-6-30 should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches. Ensure the proximal marker on the solitaire 2 revascularization device is within the microcatheter. Loosen the rhv around the microcatheter enough for movement while still maintaining a seal. To retrieve thrombus, slowly withdraw the microcatheter and the solitaire 2 revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Note: ensure microcatheter covers proximal marker.

Event description:
Medtronic received information that the mechanical thrombectomy device unintentionally detached during retrieval. The device was successfully removed from the patient. Per the medical record, the patient was treated for a tandem occlusion of the right internal carotid and middle cerebral artery m1 segment. A carotid stent was deployed over the ica occlusion followed by balloon angioplasty prior to the use of solitaire device. The solitaire device was delivered through a 0.025 microcatheter, was deployed from the m1 segment back to the level of the carotid terminus, and was left open for 5 minutes. At that time, the physician advanced the aspiration catheter under direct aspiration while removing the stent retriever. During the retrieval, the solitaire device became detached from its wire within the distal access catheter and therefore was easily removed from the patient. The physician concluded the procedure and tici 2b recanalization was achieved. Baseline nihss was 18. Post treatment the nihss was 3. At discharge the nihss was 1 and the mrs was 1.